Event description:
It was reported that an electrical reset occurred due to the battery voltage dropping suddenly. The device was removed and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): performance data was collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of rrt in save to disk on (B)(6) 2011, device rrt<=2.6251 v. One - patient alert for low battery voltage on (B)(6) 2011. Weekly log battery voltage trend data shows min (v)=2.6736 to 2.5986 volts between (B)(6) 2011 and (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analysis revealed that the device met 80% of the expected longevity. Performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. One - por for dvdd and i354 supply on (B)(6) 2011 04:00:19. One - patient alert for device circuit error on (B)(6) 2011 04:00:19. Battery voltage - battery depletion indicated/eri. Time of rrt in save to disk on (B)(6) 2011, device rrt<=2.6251 v. One - patient alert for low battery voltage on (B)(6) 2011. Weekly log battery voltage trend data shows min (v)=2.6736 to 2.5986 volts between (B)(6) 2011 and (B)(6) 2011.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Based on the destructive analysis results, no internal short occurred in the battery. The condition of the anode suggests the battery saw a higher device drain rate which would increase the discharge of the li along the edges and in the turns, as seen in this battery.